Manufacturer narrative:
Pump trace download analysis confirmed the insulin pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would alarm a power error detected alarm every 4 hours. On the third occurrence of the alarm they had performed troubleshooting on the insulin pump. The customer¿s blood glucose level was 300 mg/dl. No further details were given. The device was returned for analysis.